Manufacturer narrative:
The instrument was not returned for analysis. Manufacture date of the instrument was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the straight suction was bent and needed to be replaced. There was no patient present.

Manufacturer narrative:
The straight suction instrument was returned for analysis. Analysis found that the instrument was not able to verify, which confirmed the reported issue. If information is provided in the future, a supplemental report will be issued.